Event description:
Information was received that reported a pt had expired and was using an insulin pump at the time of his death. Per the reporter: she had dinner with the pt in the early evening in 2008. She says everything seemed normal at dinner; and he did not seem ill at all. The reporter says that she went home, and the pt went away to college. The reporter then provided information from the pt's roommate. The roommate was with him that evening into the morning, and he said that the pt changed the tubing out around 3 am. The roommate at this time was "concerned for the pt because he seemed a little out of it." She stated that around 3am-4am, when the pt changed his site, was that last time that the roommate saw him conscious. They both went to sleep. The reporter says the roommate got up around 10:30am the next day, and that is when they found him and called the paramedics. The device is retained by the medical examiner, who reported that the cause of death was diabetic ketoacidosis. It is unk at this time if the device will be made available for evaluation.

Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.